Manufacturer narrative:
Inspected one opened and used partial sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle only sensor

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 290 mg/dl and the sensor glucose was 77 mg/dl at the time of the incident. The customer¿s blood glucose was 100-150 mg/dl. It was reported that they had high blood glucose and was treated with insulin pump. The sensor glucose value that triggered the suspend event was 56 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.